Event description:
It was reported that "while implanting oasys screws in t1 and t2 surgeon complained that screw heads stripped."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: device history review; device inspection; complaint history review; risk assessment. Results: a visual inspection of the oasys polyaxial screw confirmed that the screw head was stripped. Manufacturing records were reviewed and there were no issues. Stripping the screw head can be caused by a poor alignment of the instrument to the screw head or too much torsional force being used while the instrument is on an angle. Another possible cause can be from too much torsional force for removal, likely caused by hard bone quality and/or improperly prepared screw hole prior to insertion. Conclusion: poor alignment of the instrument to the screw head or torsional force are possible causes, however, the exact cause could not be determined and is likely multifactorial.

Event description:
It was reported that "while implanting oasys screws in t1 and t2 surgeon complained that screw heads stripped."